Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 600 mg/dl at the time of hospitalized. The customer stated that the auto mode feature was not active. The customer was treated with insulin drip and saline drip. Customer declined to troubleshoot for high blood glucose event. Customer also stated that insulin pump had insulin flow block alarm and alarm did not occur during fill tubing. Customer was not able to troubleshoot at time of call and unable to determine the cause of the issue. The device will not returned for analysis.